Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction it was reported that on friday night (B)(6) 2026 their implant went off continuously for over 4 hours. Patient said that their feet and ankles are all pins and needles and it was very difficult to walk. Patient also said that they were having a problem where their feet were numb and the needles sometimes go up to their knees. Patient mentioned that they have been on every single program since implant and they have had nothing but trouble with this. The patient was redirected to their healthcare provider to further address the issue. Patient stated they did call hcp office and were told to call and if they thought the patient needed an appointment, the agent should call hcp office, agent reviewed role of patient services. 2026-01-28 additional information was received from the patient (pt). They reported that their device malfunctioned, so they turned it off. Patient is needing to get an MRI, and wanted to know if they should turn their therapy back on before putting it into MRI mode. Agent reviewed MRI eligibility.